Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition and the reported inability to interrogate this device.

Manufacturer narrative:
Subsequent information indicated that an invasive procedure was performed and the device was explanted. The device has not yet been returned for analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this pulse generator (pg) was not able to be interrogated. Trouble shooting was performed with no success. The device is to be explanted and returned for reliability analysis. As today, no adverse patient effects have been reported and the device remains in service.

Event description:
The device was returned for analysis.